Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as four blisters that bled due to possible rubbing of the garment. The patient reported having sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued replacement garments. The patient's doctor released the patient from wearing the equipment due to the irritation. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as four blisters that bled due to possible rubbing of the garment. The patient reported having sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued replacement garments. The patient's doctor released the patient from wearing the equipment due to the irritation. Follow up indicated the irritation improved. Supplemental report 9/8/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.